Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center power button has been pushed in and it is stuck. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction related to power switch failure was confirmed. It was presumed that this event could have occurred due to power switch failure. Additionally, an image issue was discovered, and it was presumed that scope connector became less able to be held due to lock part failure on video connector, then electrical communication could not be conducted properly, and no image occurred. However, a definitive root cause could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.